Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was not returned. Previous complaints received identified a trend of handle breakages. A previous investigation (sem investigation) was conducted by a depuy material scientist in 2014 for handle fractures. Three submitted impactors were evaluated and found the instruments fractured through the pinnacle impactor end cap. The evaluation found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The hardness testing confirmed the material met the engineering drawing specification. The previous sem evaluation is in the attachment section. Commercialized product development has been made aware of this failure through weekly department complaint handling unit/commercialized product development meetings. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under post market surveillance (B)(4). Device history lot , a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device history batch , null. Device history review , null.

Event description:
Top of screw handle snapped. Was surgery delayed due to the reported event? Yes, if yes, number of minutes 10, was procedure successfully completed? Yes.